Event description:
Related manufacturing ref: 2182269-2025-00005. During a paroxysmal supraventricular tachycardia procedure, the catheters could not be straightened causing a procedure delay. When bending the catheter, it could not be straightened. The catheter was replaced and the same issue occurred. A third catheter was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 4mm tip, medium sweep, safire ablation catheter was received for evaluation. Visual inspection revealed bends in the catheter shaft in multiple locations. The catheter deflected in both directions when actuating the steering mechanism; however, did not deflect in the correct shape in either direction and no longer met specifications, due to the bends in the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bends and subsequent delay remains unknown.